Event description:
The customer reports after an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover was completed, the scope was removed, and placed on the cart. The staff noticed immediately that the distal cover was not on the scope. There were no procedural or anatomical challenges that could have caused or contributed to the distal cover coming off. The physician reinserted the scope and advanced it up to the third segment of the duodenum and all was examined in detail including the duodenum, stomach with retroflexed view, esophagus as well as the hypopharynx and no retained foreign body was seen. The patient was subsequently admitted to the hospital for observation and a fluoroscopy/CT scan chest abdomen pelvis was also obtained which was unremarkable, but due to the cap being plastic, it was unable to be visualized. Pt was discharged the next day. The patient's current condition is described as stable, discharged. There was no abnormality in the appearance of the scope/distal cover prior to the start of the procedure. There were no endotherapy device used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure. Case with patient identifier (B)(6) reports the evis exera iii duodenovideoscope used in the procedure.